Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. The pump also had minor scratched display window, missing display window cover, scratched case, broken battery tube threads, cracked case at battery tube side, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump fell and broke at the back of the case and in the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.